Event description:
(B)(4). I started to bloat and had a film on my tongue. Also nasty clotty menstrual cycles. Mood swings spider vain's and joint pain. I never really felt good after the implants where put in.